Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump after clearing the occlusion. To address the issues, the customer would either disconnect tubing, then fill the tubing and resume insulin or would change the infusion set and cartridge and resume insulin.